Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the inner lumen of the flyer blade broke off inside the knee. The pieces were removed with an arthroscopic grasper. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the inner lumen of the shaver broke off inside the patient¿s knee. Per case correspondence, all pieces were retrieved with an arthroscopic grasper and confirmed by x-ray. Per the product review history ¿no abnormalities were reported on this device during manufacture that would have contributed to the reported event.¿ the procedure was completed with a non-significant procedural delay using a backup device. It has been communicated that patient information is not available. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A visual inspection found the blade returned without original packaging with the inner blade separate from the outer blade assembly. The distal end of the inner blade was missing a piece of the edgeform that had broken off. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with an unintended use of the device. Factors that may have contributed to the reported event include an unintended excessive force during use, contact with another source, or excessive side-loading. No containment or corrective actions are recommended at this time.